Event description:
It was reported that the pad was leaking while engaged on the bed. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the pad assembly was cut cleanly in two places, which was mirrored across one of the packaging folds in the blanket. Therefore, it was determined that the pad was likely cut by a knife during unpacking, which went through both sides of the fold in the blanket. Updated catalog number and added lot number.

Event description:
It was reported that the pad was leaking while engaged on the bed. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.